Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resister gold. Unable to perform, occlusion, excessive no delivery tests or verify excessive no delivery test due to prime anomaly. The insulin pump was received within operating currents within specification. The insulin passed self test, a21eerror, displacement and basic occlusion tests. No motor error alarms noted, the motor was tested outside the device and passed. The insulin pump has cracked battery tube threads, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels on (B)(6) of 2014. Customer's blood glucose levels over 600 mg/dl at time of hospitalization and was given an intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.